Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned as it remains in the patient. The results of the investigation are inconclusive. It is unk whether patient or procedural factors contributed to this event. The current IFU (information for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall. The catalog number is unk.

Event description:
It was reported that a filter was found to be tilted, degree unk, and perforating the canal wall. The filter was originally implanted at a different facility for trauma. No additional information is available regarding the initial implant. The event was discovered during incidental work on mesenteric vessels. There are currently no removal attempts planned. There was no patient injury reported.